Event description:
It was reported that the catheter broke when it was pulled hard during removal by a physician. Distal portion remains in patient.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident is expected; however, was not received for evaluation and investigation at the time of the report. Without the actual product, a complete analysis cannot be conducted. We reviewed our device history record, and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for catheter breakage for the reported lot number. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." Also, in the patient guideline inset, I-flow has provided catheter removal instructions to ensure safe removal. It is worth noting that I-flow's catheters are made of non-toxic, medical-grade material that meets tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.